Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5086mri implantable pacing lead 2011-(B)(6). (B)(4).

Event description:
It was reported that the patient complained of feeling dizzy and tired, and experienced syncope and asystole. The right ventricular (rv) lead was found to exhibit high and unstable thresholds along with high impedance. The lead will be extracted and replaced. No further patient complications have been reported as a result of this event.